Event description:
This report is based on information provided by a philips field service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ac outlet pulled out while trying to unplug, wires were still connected. There was no reported patient involvement, therefore no health consequences or impact.